Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The button on the insulin pump was malfunctioning. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.